Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service because the patient was receiving inappropriate shocks. An invasive procedure was performed and the physician elected to cap the rate sensing portion and implant a rate sensing lead, at this time the implantable cardioverter defibrillator (ICD) was also replaced.